Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis had disconnected mode; patient and orders may not be current. A technical support specialist (tss) dialed into the device and confirmed that the medapp was up and running. Verified device uptime and confirmed that the device and server were communicating accurately with synchronized current time. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.